Event description:
Rptr is alleging that the battery in her vagus nerve stimulator lasted only 3 years although the company and her doctor said the battery in the unit would last about 10 years. The vagus nerve stimulator was implanted by dr in 2000. Rptr also stated that she was not provided with the serial numbers of the implanted units. She also stated that when she picked up the medical records at the hospital, the serial numbers of the implanted units were not provided the hospital either.